Event description:
Information received a smiths medical syringe infusion pumps/medfusion 4000 pumps pump never alarmed occlusion though sensitivity was on least sensitive mode. The report gave specifics on a nurse caring for an infant and giving critical care medication and titration of hydrocortisone was ordered for blood pressures mean on the night shift 28-29 as previously 33-50's on the day shift. Due to the persistent low blood pressures, dr. Queliz ordered vasopressin . It was reported upon nurse preparing to add additional med line to the existing tubing of epinephrine gtt, med tubing was found clamped around 0300. Nurse unclamped the line, resulting in an inadvertent bolus of epinephrine, which in turn increased the mean rapidly to 60-70. The physician then held the vasopressin gtt. Concern of tubing clamped on epinephrine and not giving alarm. Additional information revealed there was no patient harm other then a rise quickly of blood pressure and bolus of medication not ordered.

Manufacturer narrative:
Other text: h3: one medfusion pump was received in good physical condition with no appearance of any physical damage. The event history log was reviewed and there was a "pressure increase check infusion line" alarm. The pressure setting was checked and the force sensor was read. The pressure was setting at normal (12 lbsf) and the force reading at 0.00 lbs was 0.04 lbs. The internal clock was an hour and 12 minutes faster than the customer's local time zone. The customers stated problem of pump never alarmed occlusion though sensitivity was on least sensitive setting was found to be inaccurate after reviewing the pumps event log history (ehl). According to the returned pumps ehl, the customers infusion related to the reported complaint event date (on (B)(6) 2020) and time (approx. 3 a.m.) Started at 00:21:27 and ran until 02:47:06 at which time the pump alarmed pressure increasing check infusion line. The back pressure reading at 02:47:06 was 8.51 ft-lbs. According to the ehl, the pumps back pressure (sensitivity) setting during the customer's affected infusion was on "high" (which is the least sensitive setting at 16 ft-lbs). Since the pump never reach 16 ft-lbs of pressure during the affected infusion, the occlusion alarm was not activated; however, the pumps operator / user was notified via audio and visual alarm that the pumps back pressure was increasing and that the operator / user should check for an occlusion downstream from the pump. There was no fault found with the returned pump. The pump operates within specification.